Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 7 mmol/l at the time of the incident. The customer reported a detached reservoir clear plastic lid. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to a missing retainer. The device had a missing reservoir tube o-ring, cracked select button keypad overlay, fading serial number label, missing end cap address label, and minor scratches on the lcd window.